Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, (B)(4): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation, fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient mentioned she was having incontinence issues. Patient stated she was having incontinence issues and they will be checking by doing ultrasound. Patient mentioned she had x-ray for pain issue that was not related to implant. Patient stated she had x-ray to check for pain. Patient stated pain was not near the implant site however pain was in pelvic floor which was internal. It was reported that the left side was on left side. Device was on right side. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.